Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ lvp 20d low sorb ss 1.2m there is air in the line. The following was received by the initial reporter: the rn is attaching this tubing to the clinimix e tpn fomulation and priming the line and hanging on an alaris pump. But after a few hours, tiny champagne bubbles start to form in the bag and set the pump alarming.

Event description:
No additional information it was reported that while using the bd alaris¿ lvp 20d low sorb ss 1.2m there is air in the line. The following was received by the initial reporter: the rn is attaching this tubing to the clinimix e tpn fomulation and priming the line and hanging on an alaris pump. But after a few hours, tiny champagne bubbles start to form in the bag and set the pump alarming.

Manufacturer narrative:
No additional information no product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 23075367 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.